Event description:
It has been reported that while the two tm reverse glenosphere distractors are new, they do not function.

Manufacturer narrative:
Evaluation summary: as returned the distractors are in like new condition, however the firing mechanism did stick. The distractors were lubricated as instructed in the zimmer ¿instrument care, cleaning and sterilization instruction¿ booklet. This booklet states ¿that hinges, threads, and other moving parts should be lubricated using a commercial water-soluble surgical grade lubricant to reduce friction and wear. It should be also noted that no other complaints of any type have been associated with the lot of distractors. The most likely cause for distractors not functioning is that the device were not properly lubricated. No problem with the device itself could be found. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the products failed to meet specifications.